Manufacturer narrative:
(B)(4). (B)(6). Post market vigilance (pmv) led an evaluation of one eea xl 25mm single use stapler with 3.5mm staples opened by the account. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as tested satisfactorily as the device was found to meet all visual and functional test specifications. The information for use booklet warns the user that when opening the stapler, prior to removal, not to turn the twist knob more than two full turns, as this may allow the anvil assembly to separate from the instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a diverticulectomy, after the anastomosis using the circular stapler and attempting to remove the device, it was observed that the anvil head had disengaged. To solve the problem and remove the disengaged anvil they had to resect tissue on both sides using another eea circular stapler which worked correctly. No sizers were used. No reinforcement material was used. There was unanticipated tissue loss. There less than a 30 minute delay, there was no bleeding reported in excess of 500cc. Patient status: stable.